Event description:
Related manufacturer ref: 3004936110-2023-00021. This report is to advise of an event observed during analysis confirming exposed wires of the power supply.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies with the patient electronic system. External and internal visual inspections of unit revealed fraying of the power supply. A replacement power supply was used to power on the unit.